Manufacturer narrative:
The investigation is in process.

Event description:
It was reported that the small hinge failed and dislocated from the samll right femur. The patient underwent a revision surgery.

Event description:
It was reported that the small hinge failed and dislocated from the small right femur. The patient underwent a revision surgery.

Manufacturer narrative:
The review of the device history record showed no deviations. All product features corresponded with the valid specifications of the waldemar link (B)(4) at the time period, when the item was produced. The x-ray confirms the reported dislocation. The parts of the connection component and the femoral component were returned for investigation. On the femoral component there are visible grinding marks of the screw. These marks indicate that the securing screw was loose. The reason for the loosening of the screw cannot be determined. It is unknown whether the screw was tightened with the torque wrench hex screwdriver according to the surgical technique and whether the axis was fully expanded during implantation. The extreme forces acting on the joint construct due to the bmi of 38 are likely to be causative to the implant failure. The femoral component and the t-piece show signs of medial impingement / hyperextension. The damage of the bushings is regarded as subsequent damage.